Manufacturer narrative:
Block b3: the date of the event was approximated to 3/1/2024 based on the date the manufacturer became aware of the event. Block h2: additional information: block b5 (describe event or problem), and block h6 (device codes) block h6 has been updated to code clip failure to advance deeming this a non-reportable scenario, due to additional information received on april 4, 2024.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. During the procedure, it was reported that they were unable to get the catheter off of clip. The procedure was completed with another resolution clip device. There were no patient complications have been reported as a result of this event. Additional information received on april 4,2024. It was clarified that the sheath was stuck and unable to remove from clip.

Manufacturer narrative:
B3: the date of the event was approximated to 3/1/2024 based on the date the manufacturer became aware of the event. H6: imdrf device code a15 captures the reportable event of being unable to get the catheter off of the clip.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. During the procedure, it was reported that they were unable to get the catheter off of clip. The procedure was completed with another resolution clip device. There were no patient complications have been reported as a result of this event.